Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the reported malfunction. Some led lamps on a circuit board didn't light up. This caused the malfunction. After replacing the circuit board with another circuit board, the device worked properly. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The root cause has not been conclusively determined. The malfunction was likely to be caused by an accidental defect of electric components.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating subject device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the check of the delivery of the subject device, the indicator of the front panel of the subject device did not light up. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc confirmed the device, an endoscopic image was not displayed on the monitor. Some led lamps on a circuit board didn't light up. This caused the malfunction. After replacing the circuit board with another circuit board, the device worked properly. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The root cause has not been conclusively determined. The malfunction was likely to be caused by an accidental defect of electric components.